Manufacturer narrative:
(B)(4). The customer reported they replaced the graphic user interface (gui) printed circuit board (pcb), and placed a call for our service engineer to upload the software. During the software update, the se verified the lower gui display was indeed unreadable. After the software was installed, the ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator graphic user interface (gui) lower screen had an erratic display. There was no patient involvement.